Event description:
Customer reports to have had problems with reservoir getting air bubbles in it and not getting enough dosage when a small amount was needed. Customer states he switched from a small reservoir to large reservoir and he began to wake up with high blood glucose. Customer states problem was solved once he began changing set after three days. Customer was advised to call should he have any more issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)